Manufacturer narrative:
The console has not been received for evaluation. A follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding alleged issues encountered during use of the console. The report states that the console had a popping vent valve and an "unknown error" which required the console to be switched out. There were no reported patient complications.

Manufacturer narrative:
The device was evaluated and a wire in the retrograde delivery valve was found to have come off from the solder. The valve was removed and the wire was soldered back. The console was tested after the repair and it passed all functional tests.